Event description:
Additional information received that the event occurred prior to use of thyroid surgery. The procedure was completed with reported product. No malfunction on the device, it was due to user error and the issue was resolved by troubleshooting.

Manufacturer narrative:
B5: additional information updated. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system was giving a response on everything the surgeon stimulated. Ts asked site to adjust the threshold, but site did not know which responses were nerve and which weren't. Surgeon was unable to confirm if a response of 158 uv was nerve or not. Ts advised site that the threshold needs to be adjusted based on which responses are nerve. However, site's unfamiliarity with the system meant that further troubleshooting could not be attempted. There was no patient impact in this event.